Manufacturer narrative:
Reported serial number : (B)(6). Device eval by manufacturer: the usc was received for investigation. No infusion catheter was received. The device was inspected for any damage or irregularities. There was no visible damage to the usc. The usc was loaded into an in-house infusion catheter and run for 30 minutes in a water bath using the in-house control unit. The device only alarm was when the connectors were manipulated during testing at approx. 22:49. An event log was created.

Event description:
It was reported that an e311 'no zones enabled' alert occurred with subsequent catheter replacement. An ekosonic catheter was selected for use during a bilateral pulmonary embolism thrombolysis. The catheters we successfully placed in the catheterization lab then the patient was transferred to the intensive care unit for the remainder of treatment. Approximately 10 minutes into therapy, an e311 'no zones enabled' alert occurred to channel b. Troubleshooting was performed, but was unable to resolve the issue on this channel. During this time, the same e311 'no zones enabled' alert occurred to channel a. Troubleshooting steps continued and could not resolve the alert. At this time, it was decided to exchange the ultrasonic core catheters for new ones. The procedure continued with the new catheters. One of the catheter worked at 50% power and the other catheter had the same error displayed. No patient complications were reported and the procedure was effective in treating the patients pulmonary embolism. The patient is doing well. The catheters were removed 12 hours after the start of treatment and the patient was discharged from intensive care the day after the procedure.

Manufacturer narrative:
Reported serial number : (B)(4).

Event description:
It was reported that an e311 'no zones enabled' alert occurred with subsequent catheter replacement. An ekosonic catheter was selected for use during a bilateral pulmonary embolism thrombolysis. The catheters we successfully placed in the catheterization lab then the patient was transferred to the intensive care unit for the remainder of treatment. Approximately 10 minutes into therapy, an e311 'no zones enabled' alert occurred to channel b. Troubleshooting was performed, but was unable to resolve the issue on this channel. During this time, the same e311 'no zones enabled' alert occurred to channel a. Troubleshooting steps continued and could not resolve the alert. At this time, it was decided to exchange the ultrasonic core catheters for new ones. The procedure continued with the new catheters. One of the catheter worked at 50% power and the other catheter had the same error displayed. No patient complications were reported and the procedure was effective in treating the patients pulmonary embolism. The patient is doing well. The catheters were removed 12 hours after the start of treatment and the patient was discharged from intensive care the day after the procedure.